Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which was part of the shortened replacement window advisory, originally communicated april 05, 2007, had a monitoring battery voltage of 2.64 v, 1 day prior to 27 months of implant. Technical services advised that the device follow-up intensify to monthly. The device was later explanted upon declaration of elective replacement indicator (eri), and returned for analysis. No adverse patient effects were reported as a result of these observations.

Manufacturer narrative:
Analysis of this device is currently in progress. This event wil be updated as additional information becomes available. Upon receipt at boston scientific's post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The battery status was eri, with a battery voltage of 2.41 v. An engineering level longevity prediction calculation was used to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. Battery consumption was compared to actual clinical usage and a normal current condition was verified. Next, a series of diagnostic tests were conducted to verify the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction and functionally passing all returned product testing, we have concluded that this device experienced normal battery depletion. This event wil be updated if any additional information becomes available.